Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided the caller with complete pump reset information, and the caller planned to reset the pump and follow up if the issue persisted.